Manufacturer narrative:
Visual inspection of the returned product indicated evidence of cuts/damage along the body of the cannula. Additional visual inspection showed damage toward the tip of the device, potentially from a hemostat. During the cleaning process there was a leak observed from the cannula. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during cannulation using a bio-medicus pediatric venous cannula, air was entering into the ECMO line/circuit, generating at what the customer believed was the cannula. The patient had to come off bypass/ECMO to change the cannula out. During that time they were off bypass, the patient received chest compressions, several rounds of epinephrine and calcium gluconate to maintain pressure. Once the cannula was replaced, there were no further issues with air entering the circuit and the ECMO run continued uneventfully. There was no adverse effect to the patient.